Event description:
It was reported that during deployment of a vascular stent, a loud "pop" was heard and the stent could not be completely deployed at the treatment site in the superficial femoral artery. Once successfully advanced to the treatment site, the physician began to deploy the stent. After 4-5 full retractions were performed, a loud "pop" was heard and the deployment trigger became non-responsive. At this point, approx 4cm of the stent had been successfully deployed. The deployment handle was then taken apart in an attempt to deploy the remaining portion of stent. However, this was unsuccessful. The deployment handle was then cut from the delivery system and the 6f introducer sheath was withdrawn over the delivery system. A 7f x 90cm introducer sheath was then advanced to the site of the deployed stent and an attempt was made to pull the partially deployed stent into the introducer sheath. During this attempt, the entire stent was unsheathed from the delivery system, and became lodged within the introducer sheath. The introducer sheath dilator was then inserted into the introducer sheath and used to push the stent out of the introducer sheath. Once dislodged from within the introducer sheath, it was observed on imaging that the middle portion of the stent had become elongated and the marker band on the delivery system had detached and was lodged within the middle portion of the stent. The dilator was removed from the sheath and an add'l vascular stent was implanted on top of the elongated section of stent without incident. Post angiography demonstrated no vessel dissection and suitable patency of the treatment site. No report of pt injury.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The sample has not been returned to the MFR for eval to date. The investigation is currently underway.